Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 1 to resolve the error. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) could not confirm the reported failure of recoverable fault 23138 on the usm. Error 23138, indicating an issue with degrees of freedom (dof), was confirmed in the logs. The usm was tested without reporting any faults or errors. The carriage cover was removed and there was no signs of contamination or fluid intrusion. As a precaution, the carriage printed circuit assembly (pca) would be replaced. The root cause was attributed to a component failure. A review of the procedure log showed a low anterior resection procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: error 23138 - hall edge to edge fault on usm1, axis 7. No image or video of the procedure was provided for review. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clinical sales representative (csr) observed a recoverable fault on universal surgical manipulator (usm) 1 that would not recover. Prior to calling, the csr disabled usm1. The technical service engineer (tse) viewed the onsite logs and found error 23138 on usm1. The tse advised that the usm would likely need replacement. The tse recommended the csr power cycle the system and patient side cart (psc) between cases. The customer had another case following. The surgeon continued with usms 2-4. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.